Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. T-wave oversensing identified in ventricular tachycardia (vt)- non-sustained and ventricular fibrillation (vf) episodes leading to inappropriate shock. Twenty one v-sics over the last 2.2 hours. Six inappropriate shocks delivered on (B)(6) 2016 due to t-wave oversensing (twos). Rv pace impedance is variable but averages 337 ohms from (B)(6) 2014 and (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The patient's implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead exhibited t-wave oversensing (twos) on the rvtip-rvring when detecting ventricular fibrillation (vf) episodes. Additionally, the rv lead showed increasing impedance values. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.